Event description:
Nurse attempted to place PICC. When she retrieved sterile PICC from package it was noted that there was a kink in the catheter. She attempted to straighten the kink without success. She attempted to pass the catheter through the introducer needle which also was not successful. She discarded the catheter and placed it in the original package. She retrieved a second catheter and was able to place line without difficulty. Manufacturer response for l-cath PICC, l-cath PICC s/l (per site reporter): just sent email today so no response.